Event description:
On 23-sep-2025, it was reported that a beta bionics ilet user experienced difficulty attaching a connector to the device during training. A second connector was used successfully, and the issue was resolved prior to starting therapy. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.